Event description:
A distributor reported that ¿the extension packaging was found to be damaged during the operation¿ and that ¿the internal packaging box was damaged after opening.¿ it was asked, but unknown whether any damage was observed on the device¿s external packaging. It was stated that the new extension was replaced on the same day in order to complete the operation; the issue was resolved at the time of report. The cause of the packaging damage was unknown. There were no surgical interventions planned or performed and the patient was alive with no injury at the time of report. No complications were reported or anticipated.

Manufacturer narrative:
G2 country: china medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.